Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited dizziness and a pre syncopal episode. Upon review it was found that this rv exhibited high pacing threshold and loss of capture (loc). Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited dizziness and a pre syncopal episode. Upon review it was found that this rv exhibited high pacing threshold and loss of capture (loc). Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.